Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the cartridge stopped leaking and the customer continued to use the cartridge. There was no reported impact to the customer¿s blood glucose.